Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the maryland bipolar forceps instrument only coagulated on one side, making it difficult for the surgeon to perform the operation. There was a delay of less than 15 minutes. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and was found to have damage of the conductor wire insulation at the yaw pulley location. There was not material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed.